Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction:user had high glucose value or strip issue. Manufacturer contacted customer to know whether symptoms persist with follow up phone calls, on (B)(6) 2016 customer had no diabetic symptoms (burning feet) at the moment of the call. Customer states that he went to the ER on (B)(6) 2016 newly due to an incorrect insulin dosage prescription. The insulin dosage was adjusted and was released from the ER on (B)(6) 2016. Manufacturer attempted contact customer with another follow ups phone calls; unable to talk to customer; letter was sent.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 130-150mg/dl. The customer report symptoms of burning feet. Customer was released from the hospital on (B)(6) 2016 as a result of high blood glucose results and reported symptoms of burning feet which are caused by his diabetes condition. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 9/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned about these two results: hi on (B)(6) 2016 @ 7:02 pm and hi on (B)(6) 2016 @ 8:38 pm. The customer's grandchild is calling on behalf of the customer. The customer is getting results of hi and want to know what that means; explained to the customer that the result is reading over 600 mg/dl. The customer stated that he has just been released from the hospital on (B)(6) 2016 due to high blood sugar and burning feet that is caused by his diabetes. The customer stated that he is still having the symptoms of the burning feet; advised the customer to seek medical attention. The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer did perform one blood test and received a result of hi but just finished eating about an hour ago.